Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit had an autofill and keyboard failure. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found blood detected in the purge circuit. The to fix the issue the fse replaced the following parts: - crm assembly. - keypad assembly. - blood detected tubing. - purge valve assembly. - main keypad overlay. The unit has passed all functional and safety checks and is good for use.